Manufacturer narrative:
Additional information: patient has arthrosis. Batch review performed on 29 may 2018. Lot 1651902: 15 items manufactured and released 21 february 2017. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Other device involved: amis slim starter reference (B)(4). Lot 1652492: 55 items manufactured and released 26 october 2016. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Clinical evaluation performed by medical affairs director on 01 june 2018. Technical difficulties were encountered during this primary total hip arthroplasty, most likely because the patient was (B)(6) and posed additional technical challenges. There is no report of any defective device involved.

Event description:
During amis a "false way" was generated in the femur with the amis slim starter. During broaching with size #0 rasp the femur fractured. The surgeon decided to change approach (to postero-lateral). The surgery was completed successfully implanting a quadra-c and performing 2 femur cerclages.